Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the m540 monitor and c700 screen went blank and did not alarm. There was no patient injury reported.

Manufacturer narrative:
The customer¿s problem was clarified as the m540 went blank, did not alarm and there was a disconnect message on the c700. The c700 showing a disconnect message after the m540 went blank or shutdown is expected behavior of the c700 and not a failure.the m540 device was returned for evaluation. The unit was tested and the piezo alarm failed. The device was disassembled and it was observed that the piezo buzzer was no longer glued to the housing. This caused most of the piezo sound to not radiate outward causing a low alarm. The piezo alarm was reattached with new epoxy and fixed the issue. The piezo buzzer coming unglued from the housing is most consistent with the m540 being dropped. In addition the issue of the m540 screen going blank was confirmed. The dsp sram memory chip was found to have a disconnected electrical connection which caused the m540 to reset, showing a blank screen and the device shutting off. The j75 chip was soldered to reconnect the electrical connection and fixed the issue. This type of disconnected electrical connection is also consistent with the m540 being dropped. After engineering addressed the two issues the m540 was reassembled and passed all tests. The m540 disconnect message is displayed on the cockpit. In addition the piezo alarm generates at the m540 startup which will let the user know if there are any issues with the alarm. A query of the complaint database showed this was an isolated case.

Event description:
See initial report